Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently unable to charge despite using multiple usb cables, wall adapters and power sources, which led to a pump shutdown. The customer's blood glucose (bg) was 103 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.